Manufacturer narrative:
.

Event description:
The hcp reported, a patient was experiencing increased spasticity. Upon interrogation, a motor stall was noted. Which had occurred in 2007 following an MRI that day. A tube set message occurred twenty four hours later, with no motor recovery noted on the logs. The patient's last refill was in june and the patient was reaching efficacy at that time. Troubleshooting was being considered. Additional info. Has been requested but was not available on the date of this report.